Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling, and application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope, 10 mm, 30°, hd, quick lock had a loose light guide connector. The issue was found prior to a therapeutic laparoscopic hernia repair procedure. There were no reports of patient harm. The procedure was completed using a similar device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found a loose light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.